Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology not reported. It was reported that during final angiography, a type IV endoleak was discovered. The leak type was a blush that came from the main body, around the flow divider. The physician will monitor the patient. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak). (Cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).